Manufacturer narrative:
Mfers investigation: a three year review of the complaint database for this list number recorded no additional reports. Record reviews: 2011 - 2014 ytd review of complaint database for this list number recorded no additional reports. Management review of in-process assembly/quality trend reports identified no contributing issues or adverse trends for the applicable components/sub assy builds used in this configuration. Findings: the involved b1145 device set was not returned for analysis and confirmation. The cause of the reported event/product issue cannot be determined.

Event description:
Medsun reports (B)(4) (date of report (B)(6) 2013) and (B)(4) (date of report (B)(6) 2014) received for a (B)(6) 2013 event reporting component damage (split tubing) with use of one b1145 6" smallbore bifuse ext set w/check valve. The medsun reports describe the event as follows "vincristine came from pharmacy attached to bifuse tubing. Tubing connected to patient... Began pushing vincristine syringe and vincristine sprayed out of split in tubing. Vincristine not directly on patient or nurse skin. Patient sweater removed. This was an error that reached the patient and required monitoring or intervention to confirm that it resulted in no harm to the patient." Although requested, additional relevant usage/set-up information as well as status of the device returns and clarifications regarding duplicate medsun reports for same event were not responded to.